Manufacturer narrative:
Evaluation summary: the system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. The energy was stable during that treatment. No relevant deviation between planed and performed energy was detectable for the treatment. The logfile also shows that the user did not always keep the interval of energy checks of the user manual. The user performed energy checks at system startup, after two hours, after four hours and then performed the further surgeries nearly three hours without energy check. According to the user manual the user has to perform an energy check manually at least after 120 minutes. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that a patient who underwent bilateral lasik was diagnosed with diffuse lamellar keratitis (dlk) in both eyes, at the one day postoperative visit. The topical steroid drops were increased. In a follow up, the nurse reported that the event resolved with the treatment after twelve days. There are two medical device reports associated with this event. This report is for the right eye.